Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged all the keypad buttons were under responsive. The reporter denied damage to the keypad and moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-may-2019 with the following findings:.during investigation, the original complaint was unable to be duplicated. There was no damage or peeling to keypad. All keys are responsive. The keypad was removed and there was no evidence of contamination on key contacts. The pump was opened and there was no evidence of the moisture corrosion near keypad connector. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.